Event description:
The plaintiff's atty alleged that the pt experienced cardiac injuries and/or related symptoms caused by the product which was administered to the pt for dialysis treatment.

Manufacturer narrative:
(B)(4). This is one of two device reports associated with this event. This event is one of two events for the same pt.